Manufacturer narrative:
At this time the device remains in service. It has not yet been replaced as the patient is on the transplant list and the physician wanted to wait for the lvad to stabilize. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was programmed to electrocautery mode for an left ventricular assist device (lvad) placement procedure. During the procedure the patient received a shock. The device was interrogated and was in safety mode. It was discussed by a boston scientific technical services consultant that the device is unable to revert back and explant was recommended.